Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: one device was received in good condition. Per functional testing, the device was leaking from o-rings. The complaint was confirmed. The root cause was the o-rings. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced o-rings, performed preventative maintenance (pm) and calibrated. The device passed all functional and delivery tests.

Event description:
It was reported that the device leaks- found during testing - customer confirmed unit was not dropped. The involved device is a piece of biomedical test equipment used in their shop. There was no patient involvement and no patient harm/adverse event reported.